Event description:
It was reported that after approximately six (6) hours of continuous renal replacement therapy with three (3) prismaflex hf1400 sets, "return pressure" alarms were observed, "resulting in three failures of restitution, including two within less than 24 hours." There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.